Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurately high results when compared to a doctor's meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 in the morning. The patient reported on (B)(6) 2012 in the morning, he obtained readings of "400-500mg/dl." The patient reported on (B)(6) 2012 in the morning, he went to a doctor's office, a reading of "88mg/dl" was obtained. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl obtained within 30 minutes of one another. The patient reported on (B)(6) 2012 in the morning, he developed symptoms of "shakes." The patient reported on (B)(6) 2012 in the morning, he was treated with something to eat or drink while at the doctor's office. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement, and the patient was using an approved sample site for testing. The cca determined the patient was using an incorrect process for testing since the meter was coded incorrectly. Furthermore, the patient was using test strips that were 7 years expired. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims he developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found, the complaint was not confirmed. The control solution was also returned on (B)(4) 2012 but has not yet been evaluated, therefore no conclusions can be found at this time. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.